Event description:
It was reported that during an atrial fibrillation ablation procedure, the patient experienced pericardial effusion that required medication, pericardiocentesis and drain placement. During the procedure, a pericardial effusion was noticed. There was a drop in blood pressure on the patient. The pericardial effusion was confirmed by intracardiac echocardiography (ice). They continued and completed about 5 ablations while they monitored on ultrasound/ice. They watched the pericardial effusion get bigger on ice so they canceled the procedure. The reported medical intervention provided included anesthesia giving medication to increase the patient¿s blood pressure before beginning pericardiocentesis. While the fluid was drained, they noticed the pericardial effusion continued to become larger. The CT surgery team was called, and they took over draining the fluid until the patient stabilized. It was confirmed they did not have to open the patient¿s chest. The patient was reported to be in stable condition. The physician in charge indicated that a new fellow caused the injury to the patient. They were told the new fellow did not monitor the vizigo sheath on ultrasound when inserting it into the body. The physician in charge stated that the new fellow was only watching the carto 3 system at the time, and eventually the new fellow noticed on ultrasound that the wire was across too far in the left atrium. When the vizigo sheath was plugged in, the connector was not pushed all the way into the port, so the sheath was not recognized and never visualized by the carto 3 system. The physician believes either the vizigo sheath or the wire caused a perforation. No ablation had been completed before the injury occurred and the ablation catheter (varipulse catheter) was not in the body at the time of the injury. The vizigo sheath, the coronary sinus catheter (r7f282ct) and the soundstar catheter (10439236) were the only bwi products in the body at the time. All the catheters were brand new and not reprocessed. Additional information was received. Patient fully recovered; however, the patient required extended hospitalization for 2 days because the pericardial drain was in place. No surgery was required. Relevant history includes that this was a redo atrial fibrillation procedure post atrial fibrillation / left atrial appendage occlusion. It was reported that the issue was noticed prior to ablation; did not have anything to do with ablation; when switching from lamp sheath to vizigo sheath. Pfa occurred after noticing the start of effusion. Ablation did take place prior to aborting the case. Varipulse flow settings were 30ml/min during ablation. No error messages observed on biosense webster equipment during the procedure. The transseptal puncture was performed with the baylis tsp large curve needle; catalog #nrg-e-hf-71-c1. No steam pop, pfa was used. Correct catheter settings were selected on the generator. No issues with flow rate change at the start of the ablation. The adverse event was assessed as MDR reportable under the vizigo sheath.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).